Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The facility reported an elevator that broke during a procedure. All parts were retrieved. No adverse event reported.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was returned for evaluation. According to the product evaluation, the complaint was confirmed as the tip of the elevator was fractured off. The most-likely underlying cause was determined to be excessive force. The instructions for use state, "the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip." The non-conformance database was reviewed in the product evaluation and no non-conformance was found for this lot. According to the evaluation, there are no indications of manufacturing defects.

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.